Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 71212490.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) registry, the patient expired approximately three days post index procedure. The cause of death is unknown at this time. The patient was a (B)(6) male with a history of tia, presence of occlusion in the contralateral carotid, diabetes mellitus, coronary artery disease, and hypertension. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the bifurcation of the left common carotid artery of 18 mm in length in a 6.5mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was severely calcified and eccentric. An angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully implanted at the target lesion, with 20% residual stenosis. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient expired three days following stent implantation. Pre-procedure, the patient was symptomatic and had a nih stroke scale score of 1; the rankin stroke scale was not performed. The patient had an occlusion in the contralateral carotid. Multiple attempts were made without success to obtain additional information. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information available for review, it is not possible to a draw a clinical conclusion between the device and the reported event. However, it is possible that the patient¿s significant medical history may have had an impact on this event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(6) registry, the patient expired approximately three days post index procedure. The cause of death is unknown at this time. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the bifurcation of the left common carotid artery of 18 mm in length in a 6.5mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was severely calcified and eccentric. An angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully implanted at the target lesion, with 20% residual stenosis. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient expired three days following stent implantation. Pre-procedure, the patient was symptomatic and had a nih stroke scale score of 1; the rankin stroke scale was not performed. The patient had an occlusion in the contralateral carotid. Additional information has been requested.

Manufacturer narrative:
Addendum ((B)(4) 2014): additional information was provided via adjudication minutes indicating that according to the obituary, the patient died of a sudden illness at home. There are no other changes to the event reported.